Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure in may and the ipg was placed into surgery mode, and the patient is not able to exit the surgery mode post procedure. Diagnostics shows the ipg is not in bondable state. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Additional information received that patient underwent surgical interventions where in the ipg was explanted and replaced, restoring the therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.